Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. The non-maquet sheath tubing was found to be kinked near the middle. The extracorporeal tubing was returned cut in two parts. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from the iab tip. A penetration was observed at this location of 76.5cm. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problems. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jun-19 to may-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that it was unable to calibrate the fiber optic sensor. The console was swapped out with a different one, iab flushed, and reconnected to the fiber optic cable but the issue persisted. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer then switched to the central lumen and transducer to monitor the patient's blood pressure. It was noted that the patient's blood pressure was within normal limits during this event. The customer was advised to continue using the central lumen for the pressure and to flush hourly. There was no patient harm or adverse event reported.